Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-aug-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an hcp and manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had multiple falls and a change in left and right leg and back coverage. Xray showed leads moved from t8 down over a vertebral level. The leads were revised on 2021-04-06 by placing leads higher to obtain coverage post falls. Leads now bottom of t8. It was noted that electrode 1 impedances are out of range. The issue was resolved at the time of the report.